Event description:
It was reported that a malfunction alarm occurred after possibly removing a cartridge outside of the prompt. It was reported that the customer experienced an elevated blood glucose (bg) level of 519 mg/dl. Bg level was addressed with a correction bolus via the pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.